Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. This lead was successfully replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. This lead was successfully replaced with another lead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this rv lead was capped due to low sensing. No adverse patient effects were reported.